Event description:
Per the clinic, the device was explanted (specific date not reported) due to an unknown reason. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was having recurring infection at the implant site. Subsequently, the patient was treated with multiple rounds of antibiotics (specific type, date and duration not reported). Re-implantation is planned but had not taken place at the time of this report.